Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose level was over 22.2 mmol/l and other blood glucose was 13.3 mmol/l. Insulin comes out of the cannula when performing the fill cannula. The customer was ale to passed the high pressure test. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.